Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the inner insulation due to pulling/s tretching/overstess. The inner insulation was also distored due to being kinked/buckled. Visual analysis noted the lead was damaged at implant and stretched.

Event description:
It was reported that during an implant procedure, the right ventricular lead was difficult to position. When the position was adequate, excessive rotation was required to extend the helix and r wave values were unable to be obtained. Difficulty passing the stylet down the lead was also noted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).